Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery has been depleting quickly for the past 6 months. In addition at the time of the call, the customer was unable to charge the pump despite the attempt of working charging supplies. Customer reported blood glucose level was 150 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.